Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
Pt implanted (B)(6)-2012 with a ti sternal locking double t plate, ti sternal locking straight plate and screws was discovered to have 3 screws backing out of the straight plate and one screw backing out of the double t plate, all on the right side on an unk date. The plate was no longer secured to the pt¿s bone. Pt was returned to the operating room on (B)(6) 2012, all hardware was removed. It was noted no evidence of infection was apparent. Pt was not revised to any new hardware. Surgeon noted pt¿s bone was extremely osteoporotic. This is 6 of 6 reports for this event.